Manufacturer narrative:
The cutting forceps was returned to olympus for evaluation. The evaluation confirmed the reported event. The coagulation function was very sensitive on the left side of the button. The blue coagulation button was removed and found the left side dome switch collapsed. The most probable cause of the reported event is attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that at the beginning of a laparoscopic bilateral salpingectomy procedure, two cutting forceps devices activated on its own. Neither of the devices was used on the patient. The procedure was completed using a different but similar device. This is 1 of 2 reports.